Event description:
Harmonic (sonicision cordless ultrasonic dissector, ref# scd396, lot#255473x) did not work during the case. Two different batteries were placed and it was the device that did not turn on. This prolongs the surgery when trying to figure out why it malfunctioned. Device was placed in a labeled bag for further evaluation in the decontamination room.will be sent out for evaluation and credit from vendor. Event did not reach patient. No harm to patient.